Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The investigation of the returned web system found the implant separated from the delivery system, and the heater coil windings stretched. The device passed continuity and resistance testing. Furthermore, the heater coil pet and implant tether were found melted, indicating that the device was activated using a detachment controller during the procedure; therefore, the damage to the heater coil windings likely occurred post-activation. However, the stretched heater coil windings are an indication that the tether could have been caught in between the coil windings and caused the heater coil to stretch when the delivery system was pulled/retracted during the procedure, which is consistent with the device not detaching as described in the reported event. The returned detachment controllers were found to function as intended and would not have caused or contributed to the reported event. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death.

Event description:
It was reported that during a web embolization procedure to treat an mca bifurcation aneurysm, the web displayed a green light, and it did not detach. All troubleshooting protocols were attempted, but the web still would not detach. The web was re-sheathed and removed, and a stent coil embolization was performed to complete the procedure. There was no patient injury reported.